Manufacturer narrative:
Internal tubing of the device contained brown discoloration indicating possible bacterial contamination. The device was then tested, and cfu counts exceeded the acceptance criteria set by cardioquip. Cardioquip epidemiology then recommended an internal pathway replacement. The device went through an internal water pathway replacement and afterwards, according to lab results, the cfu count met the acceptance criteria. The device was inspected and is fully functional.

Event description:
Due to brown discoloration in the device's tubing, cardioquip suspected bacterial contamination and recommended an internal water pathway replacement.